Event description:
A revision has been reported due to pain and suspected low-grade infection.

Manufacturer narrative:
(B)(4).

Event description:
Revision was performed in 2 stages: (B)(6) 2014 explantation and implantation of a spacer. (B)(6) 2014 reimplantation of a total hip replacement.

Event description:
Further medical documents have been received for analysis.